Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 26-apr-2016. The regional service center (rsc) service log review revealed a monitoring failure alarm which aligns with the time of the reported complaint. However, the rsc did not experience a monitoring failure alarm during device service. Inspection of the sample system revealed evidence of crystallization contamination. Due to these findings, the rsc replaced the water trap assembly, sample gas manifold, sample pump, sample tubing, and zero valve to correct contamination. The original injector module used in conjunction with this device during this event was not returned to the rsc, therefore the injector module could not be tested. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for the monitoring failure alarm was sample system contamination. The root cause for the adverse event was determined to use error as the user stated that the inoblender was not utilized. The user also stated that the patient event most likely occurred due to the abrupt discontinuation of inomax due to the inoblender or backup not being used. As stated in the operation manual: abrupt discontinuation of inomax may lead to worsening oxygenation and increasing pulmonary artery pressure, ie. Rebound pulmonary hypertension syndrome. To avoid abrupt discontinuation, utilize the inoblender or backup mode if necessary. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a device issue with inomax dsir (B)(4). The reporter stated the monitoring failure alarm occurred while the device was delivering 20 ppm to an infant patient. The reporter stated she did not know the reason why the patient was receiving inomax. She stated the patient had been on the device for approximately one day (24 hours) when the monitoring failure alarm occurred. The reporter stated that while exchanging the inomax dsir with another, the patient experienced oxygen desaturation, where the spo2 level dropped from a baseline of 70% to the mid 50% range. She stated that the inoblender was not used during the device exchange because the patient does not tolerate manual ventilation. The reporter stated that the decrease in the oxygen saturation was a transient event that is probably related to the interruption of inomax delivery when the inomax dsir device was replaced. She stated the oxygen desaturation resolved approximately 10 minutes after inomax administration was reestablished at 20ppm. The reporter stated the oxygen saturation returned to baseline with no other physiologic changes noted during or after the event. The reporter stated the only medical intervention provided during the event was to increase the fio2 to 100% and that no other changes in mechanical ventilation were required. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation.